Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a knee surgery, that the plastic wrapping was stuck to the distal aspect of the implant as it was being handed over to the surgeon. Another implant was used to complete the procedure.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following section has been corrected: implant date- device was not implanted into patient as previously reported. Complaint sample was evaluated and the reported event was confirmed. Evaluation of the returned product confirmed the presence of bone cement on the back side of the posterior condyles and some unknown debris was found to be attached to the base of the flange where it meets the lateral condyle on the buffed surface. The ftir spectrum of the debris is consistent with the ftir spectrum of polyethylene and additive, potentially erucamide. DHR was reviewed and no discrepancies relevant to the reported event were found. The likely condition of the part when it left zimmer biomet control is considered non-conforming based on the evaluation of the returned product. The product problem has been addressed in a CAPA investigation for the sticky bag issue. Lack of control over the materials or chemicals used in the composition of the poly bag was determined as the root cause of the adhesion to the highly polished metal implants. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.